Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - visual inspection shows the deployment shaft is bent and peeling. The electrodes are discolored and there is organic damage to the traces caused by normal use of the device over a prolonged period. The electrical test was performed and the device failed the test. Magnetic sensor resistance and inductance testing revealed both pairs are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 26sep2018. It was reported that during and atrial fibrillation procedure involving a intellamap orion¿ catheter revealed several bad electrodes on 2-3 splines. Electrodes started to appear distorted after 2nd map was created. The procedure was completed with another intellamap orion¿ catheter. No patient complications were reported. However; returned device analysis revealed peeling of the deployment shaft.